Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was charging more than expected. It was stated that the patient ¿had charged and five days later, the stimulator was depleted even though the stimulation was turned off.¿ it was noted that the charging issues had started on (B)(6) 2014.

Event description:
Additional information received reported that the patient still had concerns with the device or therapy, but they were working with the physician or manufacturing representative. The patient had an appointment on (B)(6) 2014.